Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. This issue is being investigated through the (B) (4) CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder did not work when it was plugged in. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.